Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 9.5 fr dual lumen groshong chronic catheter was returned for evaluation. An initial visual observation showed use residue on the sample and suturing material on the suture wing. The catheter appeared to be trimmed between the 8 cm and 9 cm depth markers. A ¿c¿-shaped split was observed proximal to the tissue ingrowth cuff, between the 24 cm and 25 cm depth markers. Some tensile weakness was observed at the split site during tactile evaluation. Both lumens of the catheter were flushed with a 12 ml syringe of water and a leak was observed in the red (distal) lumen. A microscopic observation revealed the ¿c¿-shaped split had well-defined edges and the fracture surface was observed to be smooth and granular in texture. The shape, location, and texture of the split observed in the returned sample are evidence of a burst failure caused by over-pressurization. A lot history review (lhr) of rebs0439 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the patient was seen in the hospital, while at the facility the patients port was flushed with saline and a crack was noted near the cuff and filled up with saline at the tunnel site. No reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs0439 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the patient was seen in the hospital, while at the facility the patients port was flushed with saline and a crack was noted near the cuff and filled up with saline at the tunnel site. No reported patient injury.